Manufacturer narrative:
(B)(4).

Event description:
It was reported "during catheter insertion, a central lumen fracture of the balloon occurred when the iabp balloon was delivered into the femoral artery via the sheath along the guidewire". Additional information states that the catheter was removed and another catheter was placed. The second catheter was placed into the same origional insertion site. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24c0038. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; the teflon sheath was also covering the iabc distal tip, and some buckling was noted to the teflon sheath extrusion. The exposed section of the bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at ap-proximately 76.2cm from the iabc luer end. Furthermore, the broken end of the inner cannula (iabc central lumen) pierced the bladder at this location. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not re-move arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (un-furled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The attached photos were re-viewed; the photos show the iabc with potential central lumen damage and the teflon sheath was noted on the iabc bladder. The finding noted in the photos is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted broken central lumen. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be removed entirely from the iabc using force. Upon removing the sheath, no other damage or abnormalities were noted to the bladder membrane. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end; a leak was also noted from the bladder. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The bladder leak was noted at the location of the previously noted damaged bladder and is consistent with contact from the broken central lumen. No other leaks were detected. Due to the returned state of the device, the damage to the bladder potentially occurred after removal of the device from the patient or during return shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 5.8cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance, and the guidewire could not advance at approximately 76.3cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "central lumen fracture of the balloon" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The bladder was also noted damaged by the broken central lumen. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "during catheter insertion, a central lumen fracture of the balloon occurred when the iabp balloon was delivered into the femoral artery via the sheath along the guidewire". Additional information states that the catheter was removed and another catheter was placed. The second catheter was placed into the same origional insertion site. No patient injury or consequence reported.